Event description:
Patient reported that they were having problems with the device and had already spoken with implanting doctor and needed someone with clinical background to answer their some further questions on adverse events. Patient inquired if there was known adverse events regarding allergic reactions or rejection of the device. It was reviewed unknown adverse events withpatient. Event date was verified and patient stated that problems that they were having started shortly after each surgery(states all 3 of them). Surgery information was clarified and patient explained that they had the trial, stage 1 and stage 2. Patient then stated that they had infections, swelling and pain continuously for 6 months now. Patient also had MRI and ultrasound and there was fluid. Patient was implanted for urinary dysfunctional/sacral nerve stimulation and gastrointestinal/ pelvic floor.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the patient had an infection/wound healing problem. It was noted there were 2 positive wound cultures, and the infection was found post-op after stage 2 was placed. On (B)(6) 2016, a wound culture yielded heavy growth staphylococcus aureus. The patient was given antibiotics 5 times: (B)(6) 2016 before culture results = keflex x10 days; (B)(6) 2016 after culture results = bactrim ds x10 days; (B)(6) 2016 changed to clinda, no improvement with bactrim; (B)(6) 2016 clindamy x 10 days ¿ wound swollen; and (B)(6) 2017 positive would culture, given cipro x14 days. It was noted the device was removed on (B)(6) 2017 and sent to pathology at the hospital.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.